Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 11.82ng/ml was obtained. The accu tni result was not reported out of the lab. The original sample was re-centrifuged and then re-tested for accu tni. The orginal sample was re-centrifuged and then re-tested for accu tni. - the repeated accu tni result was 0.02ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System check performed on 09/25/06 passed. A field service enginner (fse) was dispatched to the customer's lab in 2006. The fse conducted diagnostic testing which failed. The fse performed a major preventive maintenance (pm) to the instrument. The fse addressed clogged air filter. After service completion, the fse repeated diagnostic testing which passed within specifications. The fse verified that the instrument was operating per established procedures. Although hardware issues addressed by the fse and pre-analytical sample handling factors may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.